Event description:
Customer woke up around 7am on (B)(6) 2014, felt a bit disoriented and felt his legs were shaky. Customer walked to the garage to get some orange juice or coke and his legs gave out and he fell near the fridge in the garage. Customer's wife immediately tested customer and got aviva system blood glucose results of 145 mg/dl and 46 mg/dl within 10 minutes. She gave him some soda with sugary foods. Customer was unable to self-treat. Customer stabilized and by 7:30am, had a reading around 80 mg/dl and felt better. Strips are not available for return as he "finished them off", replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.